Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional info from importer report: additional info has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Additional info from importer report: age at time of event: (B)(6). Date of report: (B)(4) 2012. Brand name: pelvicol acellular collagen matrix; common device name: ftl; (B)(4). (B)(6).